Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 3119925, model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that patient developed an infection at the lead incision site. Symptoms of redness, oozing, and fever were noted. The physician believed that infection was not device or procedure related. The patient was placed on medication and was doing well.